Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "repositioned the lens" (malposition of device [iol (intraocular lens) implant]). A tech reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. Medical records were received that verified the refractive surprise and in a f/u, the tech reported the surgeon repositioned the iol three weeks following the initial surgery. She reported that at one day post-rotation, the pt's refraction revealed no change in visual acuity (va). Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/23/2010, 06/25/2010, 07/06/2010, and 07/12/2010 by phone, fax, and mail. Add'l info was received from medical records and fax correspondence on 06/28/2010 and 06/29/2010. A completed questionnaire has not been received. (B)(4).